Event description:
It was reported the device was used in a laparoscopic colectomy, the device fired malformed staples. Another device was used to complete the case. There was no consequence to the pt.